Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is implanted with a non-bsc right ventricular (rv) lead. The egm showed four seconds of the oversensing of noise on the rv lead, which led to inhibition of pacing for this pacemaker-dependent patient. All tests and manipulation tests were normal. The noise was thought to be due to interference picked up by the telemetry wand, but the cause was not determined. As the patient was due for a device replacement, a new lead will also be implanted. No further adverse patient effects were reported.